Event description:
Dr. Attempted to use shockwave catheter during procedure. Upon hitting button to trigger lithotrispy pulses, error message was seen on back of generator. A back-up generator was brought into the room and attempted to be used with catheter, same error message was on screen. Dr. Then chose to move forward with the case without utilizing shockwave catheter.